Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient has osteolysis of femoral stem. Entire prosthesis was removed and revised. Patient has diabetes, hypertension, osteoarthritis.